Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on the adc device. As a result, the customer reported to the hospital as a precaution where unspecified treatment was rendered for treatment. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.